Event description:
Pt developing more pain in groin area and hip pain in area of right total hip arthroplasty. Pt had hip replacement in 1997. Bipolar acetabular interface vs. Loosening of their components - revision of right total hip. 2002 conversion of bipolar hemiarthroplasty to total hip arthroplasty.